Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the use of the cardiosave intra-aortic balloon pump (iabp), a high-temperature alarm occurred. A patient was involved, however the issue resolved after shutting down and restarting the device, with no injuries reported.

Manufacturer narrative:
Updated fields: b4, e1(event site city and event site email), g1 (contact person mfg site),g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: e1 (event site telephone). Due to character limit in block e1event site telephone:(B)(6). The unit alarm returned to normal after shutting down and restarting, the hospital equipment has been contracted to a third-party maintenance company. The customer does not need door-to-door service for the time.

Manufacturer narrative:
Updated fields: b4, e1 (event site address), g3, g6, h2, h11. Due to character limit in block e1 event site address: (B)(6).

Event description:
N/a.